Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with button error alarm due to corroded keypad traces. The pump was had a cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, scratched lcd window and scratched case.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 150 mg/dl. The customer stated the buttons were not held down or recall moisture exposure. It is unknown if the insulin pump will be returned back for analysis.